Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, power error (-12 v too low) was confirmed. Pneumatic back-plane printed circuit board and main back-plane printed circuit board have been pointed as defective and replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The power error shall be triggered when -12 v supply is more than -10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l. Pneumatic back-plane printed circuit board interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. Main back-plane printed circuit board is responsible for storage of system ID (serial number), configuration, operating time, etc. Which is unique for each system. When installing software options, the system ID is used to verify that the option is valid for that system. Device's logs and claimed parts were not available for further analyze. The cause to the reported issue has been determined as related to main back-plane printed circuit board and pneumatic back-plane printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).